Event description:
It was reported that there was a right total hip revision due to patient having a mdm placed in the acetabulum. There was rubbing on the trunnion of the accolade ii stem causing defect on the trunnion. (B)(6) 2014: the sales rep confirmed that the liner placement in the acetabular shell caused the liner to impinge on the trunnion of the stem causing the damage on the trunnion.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown mdm liner. It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.